Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35ttg implanted: (B)(6) 2025explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They reported that x-ray was done and the patient received a replacement lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep confirmed that the device removal/replacement was not planned.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va35ttg, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2025 who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were with a manufacturing representative (rep) this morning and they couldn't get the device to connect to the battery no matter what program they tried and none of them worked to set a frequency. Patient said the rep was going to check to see if the wire came undone or something. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-dec-08, additional information was received from the rep. They reported that the patient could not feel therapy in all 4 programs. They were able to connect to the ins over the phone. They were unsure of the cause of the inability to connect to the ins. They reported a possible lead migration. As resolution, the patient reached out to the clinic and possible x-rays ma y be taken. The physician and nurse were notified of the situation. Revision will be done if necessary. The issue was not yet resolved.